Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch lancing device holder was damaged. The medical surveillance specialist (mss) was unable to contact the patient for follow up questions, so this complaint is being reported based on information obtained by the customer care advocate (cca). The patient stated that the alleged issue started on (B)(6) 2012. The patient reported that she manages her diabetes with insulin (no adjustments) and denied making any changes to her normal diabetes management as a result of the alleged issue. The patient informed the cca that on (B)(6) 2012 she felt nauseated, dizzy, sweaty, and developed blurry vision. It is not known if the patient was able to test her blood glucose at the onset of symptoms or how/when the symptoms abated, since the patient denied receiving medical intervention as a result of the alleged issue. At the time of troubleshooting the patient informed the cca that the subject lancing device had been used for several years. The cca confirmed that there had been no misuse to the subject lancing device. At the time of troubleshooting the alleged issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly developed symptoms suggestive of a serious injury after not being able to test her blood glucose as a result of the alleged issue.

Manufacturer narrative:
(B)(4). Device evaluation: the lancing device involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis on (B)(4) 2012 with the following findings: the lancing device involved with this complaint failed testing. The lancing device's lancet holder cup was found to be broken/cracked. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.